Manufacturer narrative:
Batch review performed on 20 july 2026 lot 2532118: (B)(4) items manufactured and released on 15-jan-2026. Expiration date: 10-dec-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 1 month from primary. The surgeon performed a washout and revised the flex 5r - 10mm insert to a same size insert.